Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the issue device angulation not locking or unlocking was not duplicated. Other observations for the device: bending tube is deformed; video connector is damaged; distal end rubber coating (a-rubber) adhesive has a chip; indication on light guide connector is not correct; video connector case has a crack; video connector is damaged; adhesive around light guide lens and objective lens is peeled; and a-rubber, switch (sw) sw1, right/left plate, video connector, video connector case, protector of universal cord, light guide connector, light guide cover glass, grip, and control unit have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device angulation could not be locked or unlocked. There is no harm to any patient or healthcare professional.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that external stress such as deformation of the bending part or scratches on the bending rubber affects the bending operation, and the angle cannot be returned temporarily. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Available information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, h6, and h10.

Event description:
Addendum feb 7, 2023: there was no patient involvement.